Event description:
Device was inserted into arm #2 and recognized. Stapler would not close, so it could not be fired. We could not insert into another arm/trocar because we only had 1 12mm port. We did open a new staple load, but this did not change the outcome- it still would not close down...did any fragments fall into the patient? No.